Manufacturer narrative:
(B)(4). Received information that the date covidien received the report was on august 26, 2016 and not august 1, 2016. The customer reported that the breath delivery unit (bdu) printed circuit board was replaced. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator has a communication issue during power on self-test (post). The ventilator was not connected to the device at the time of the event.